Event description:
Additional information received later noted that patient had the revision of intrathecal pump on (B)(6) 2011. Per reporter it was unknown as to why revision was done.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk.

Event description:
It was reported that patient's pump was implanted in august, failed and was explanted. Patient experienced withdrawal and a lot of pain. It was reported that all the medication was aspirated from the pump at a refill and then the pump was explanted and replaced. Drug infused via the pump was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that a week after the pump was implanted, the patient ¿was not hitting the same rate¿ and the doctor ¿bumped him up¿, but the patient was still no getting pain relief. The patient was going through withdrawal because he was not taking any medication by mouth. The patient was relying on the pump. It was noted that the patient ¿didn¿t feel good.¿ he felt ¿like he was not getting any medication and his pain was terrible.¿ additional information corrected that previously reported [it was reported that all the medication was aspirated from the pump at a refill] pertained to manufacturer report 3004209178-2011-08928.

Manufacturer narrative:
(B)(4).